Event description:
Report from the USA stating that the device's cord was damaged. It is known that the device was not being used during surgery. It was reported that there was no pt/user injury related to this event. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).